Event description:
Device malfunction: safety release button unable to stay depressed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the vessel locator button when depressed would pop up. The physician tried several times pushing the vessel locator button down; however, it would pop back up. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.